Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00306. It was reported the patient died from a pulmonary embolism ten days following the implant procedure. Further follow-up revealed the physician reported (believed) the death was not related to the procedure or the system.